Manufacturer narrative:
Correction to h10 to include medwatch report #.

Event description:
It was reported that the device was putting out metal shavings during a procedure at the facility. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the device was putting out metal shavings during a procedure at the facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Additional information: medwatch- (B)(4). D4: full UDI is not available due to unknown device serial number. Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device was putting out metal shavings during a procedure at the facility. The user facility was not able to provide any further information regarding the reported event.